Manufacturer narrative:
This reportable event was identified during a review of complaint files between (B)(6) 2017 through (B)(6) 2019.

Event description:
While doing a lap choli procedure, dr. Was in the process of removing the deployed 2ezee bag, when the bag broke at the bottom. The gallbladder dropped back into the abdomen and the bag was easily removed. The gallbladder was then removed using a grasper.